Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The product support engineer (pse) informed the customer the primary alarms are on the front of the unit and the backup alarm is installed on the cpu board. The customer called back for information on programming unit after cpu pcb replacement. The pse advised the customer the unit serial number and option enable codes must be installed. There is no calibration requirement. The customer was provided option codes. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text: customer resolved.

Event description:
The customer reported error code 1104; backup alarm test failed. There was no patient involvement.